Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was not delivering insulin. The customer¿s blood glucose level was 600+ mg/dl at the time of the incident. Details that could have led to the event and add relevant information if applicable. The customer stated that the drive support cap was not protruded/loose/sticking out. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Pump alarmed no delivery properly during occlusion test. No delivery anomalies noted during testing. Unit functioned properly. Pump passed the delivery accuracy test. Unit received with cracked lcd window top left corner, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.